Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Subsequently, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump time and date were inaccurate upon the pump turning back on. Reportedly, the customer corrected the pump time and date to resolve the issue and continued to use the pump for insulin therapy. There was no impact to the customer's blood glucose level.